Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that after changing the infusion set their readings increased from 108 to 429 mg/dl. The customer treated with a manual injection. The customer also reported a bent cannula. The customer stated they did not believe the insulin pump was malfunctioning and was working as designed. Nothing was replaced or returned.